Manufacturer narrative:
The field service representative (fsr) performed alinity c sample valve replacement to resolve the issue. No additional discrepant result issues have been reported since the replacement. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity. Labeling was reviewed and found to be adequate. Based on the information within the complaint record, a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The account generated a falsely elevated alinity c creatinine result on one patient. The initial result was 2.59 mg/dl and repeated at 0.66 mg/dl. The patient had normal urea nitrogen values. No impact to patient management was reported.